Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Additionally, no pre-dilation was performed prior to the use of the xience v stent delivery system. The xience v IFU cautions: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It is not known how, if at all, direct stenting the lesion may be related to the reported patient effects. All stent delivery systems are visually inspected during manufacturing. Furthermore, a sampling of units is subjected to additional functional and dimensional testing. A review of the finished device lot history records did not reveal any non-conforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other similar incidents reported for this lot.

Event description:
The patient experienced elevated troponin values post procedure. There was no action or treatment for the patient. The event was adjudicated as a non q wave myocardical infarction (nqmi) periprocedural caused by the target vessel (tv).